Manufacturer narrative:
The gehc service representative will replace the manifold cover. No report of patient involvement. Date of device manufacture year is1993. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported the manifold cover was broken, affecting manual ventilation. There was no report of patient involvement.